Event description:
It was reported to medtronic minimed that the customer reported the pump can't rewind and the piston does not go down. Also, the customer reported an insulin flow block alarm, and there was no reservoir/tubing in the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and an attempt was made to complete it again, but the pump could not complete the load reservoir process. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with constant pump error 38 alarms during rewind, unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest due to constant pump error 38. Unable to verify prime anomalies or no delivery alarms during testing due to constant pump error 38. Successfully downloaded history files and traces using thump. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on pcba 1 and pcba 2; corrosion noted on the motor home switch and force sensor assembly. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, display window cover (scratched), pillowing keypad overlay, cracked battery tube area, and scratched case. Load reservoir messages were not confirmed during analysis. Confirmed a pump error 38 during testing due to corrosion on the motor home switch. Moisture damage on all electronic assemblies confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.